Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, damaged therapy electrodes, and check therapy electrode pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables, damaged therapy electrodes, and was producing check therapy electrode pad messages.